Manufacturer narrative:
(B)(4). Neither device nor applicable imaging studies returned to manufacturer for evaluation.

Event description:
It was reported that on (B)(6) 2006: the patient presented with spinal stenosis cervical with left-sided radicular symptoms, c6 radiculopathy. Pre-operatively the patient was diagnosis with: cervical pain and radiculopathy c5/6, c6/7. Patient underwent the following operations: I. Anterior cervical discectomy, partial corpectomy c5/6, c617 2. Placement of structural allograft cs/6, c617 3. Anterior interbody fusion below c2, c5/6, c6/7 4. Placement of anterior fixation plate zephir plating system c5 through c7 per op-notes, vertebral body post were removed and the areas were waxed off and then the surgeon proceeded to place vertebral body post at c5 and c6 and in similar manner prepared end-places after disc material was removed. Posterior osteophytes were removed with kerrison punches. 5 mm graft was then placed into location there and after this was done the surgeon proceeded to place anterior fixation plate from c5 to c7 with central screw 13 mm in size and 12 mm screws, two into c5 and two into c7. No intra-op complications were reported. Patient had minimum blood loss and was taken to the recovery room in good clinical condition. On (B)(6) 2006: the patient was discharged home. On (B)(6) 2006: the patient was admitted for removal of spinal cord simulator lead and generator. Pre-operative diagnosis was back and leg pain. The patient tolerated the procedure well and after short period of observation was discharged. On (B)(6) 2008: the patient was diagnosed with lumbosac disc degeneration. On (B)(6) 2008: the patient presented with low back pain, radiculitis, disc degeneration, desiccation at ls/s1. Pre-operatively the patient was diagnosed with: low back pain, disc degeneration, desiccation, disc space collapse, spinal stenosis, foraminal stenosis. Patient underwent the following operations: l5 laminectomy, decompression s1 nerve roots bilaterally. Posterior lumbar interbody fusion ls/s I. Pedicle screw fixation, non-segmental, ls to si. Arthrodesis ls/s1 using autograft spine local, rh-bmp2/acs. Per op-notes, screws were placed with drill guide and tap. A 4 cm rod with standard connectors was placed. Anti-torque device was used to secure the rod to the screw. After that was completed, the surgeon placed floseal and gelfoam overtop of the dura. Rhbmp-2/acs was implanted in the patient during this surgery. Estimated blood loss was 150 ml. No intra-op complications were reported. Patient was taken to the recovery room in good clinical conditions. On (B)(6) 2008: the patient was discharged home. On (B)(6) 2008: the patient presented for follow up, after undergoing re-explore l5/s1 posterior lumbar interbody fusion. The radiographic study revealed that the patient incision is non erythernatous, draining or swollen. On (B)(6) 2008: the patient underwent x- rays of lumbar spine two views. The following was the impression: post-surgical change of lumbar laminectomy and fusion at l5/s1 without hardware complication or loosening. No acute bony structure abnormality is demonstrated in the lumbar spine. On (B)(6) 2008: the patient underwent sagittal and axial MRI of lumbar spine with and without contrast. The findings of the study and its comparison with results of (B)(6) 2008 bore the following impression: there is persistent moderately severe narrowing of the right l5 neutral foramen. On (B)(6) 2008: the patient presented for an office visit and complained of a lot of pain in her right leg. The physician ordered an MRI for her, which revealed that the pedicle screws were adequately placed. The right pedicle screw was a little lateral, however, the major finding was that the nerve root at l5/51, the s1 nerve root in particular appeared to be quite swollen and compared to imaging previously there was a change. It appeared that there has been a progressive enlargement of the s1 nerve root. There also appears to be some fluid around the s1 nerve root. On (B)(6) 2008: the patient presented for an office visit and complained of new onset right leg pain. On (B)(6) 2008: the patient presented for an office visit with complaints of continued pain in her right leg and swollen nerve root. On (B)(6) 2008: the patient was diagnosed with lumbosacral neuritis. The patient complained of severe right leg pain that radiates into her right bullock and down her right leg. The patient described her pain as sharp and aching. Mrt performed showed that the l5-s1 nerve root appeared to be enlarged and irritated. The impressions of patient's physical examinations were the following: radiculopathy, low back pain and failed back surgery syndrome. On (B)(6) 2008/ (B)(6) 2009: the patient was diagnosed with lumbosacral neuritis. On (B)(6) 2008/ (B)(6) 2008/ (B)(6) 2009/ (B)(6) 2009/ (B)(6) 2010/ (B)(6) 2010/ (B)(6) 2010: the patient was diagnosed with postlamtnect synd-lumbar. On (B)(6) 2009: the patient presented for an office visit, where the physician on studying her imaging studies commented that although the cervical screws are going to c4-5, she is fused. The patient complained of radicular pain and chronic difficulty with her left shoulder. On (B)(6) 2009/ (B)(6) 2009/ (B)(6) 2010: the patient was primarily diagnosed with lumbago. Patient's secondary diagnosis was with lumb osacral neuritis. On (B)(6) 2010: the patient presented with complaints of disabling low back pain and described it as sharp, burning and numb. The impressions of patient's physical examinations were the following: radiculopathy, low back pain and failed back surgery syndrome. On (B)(6) 2010: the patient complained in a patient call that her pain had suddenly increased from (B)(6) and had become unbearable. On (B)(6) 2010: the patient was primarily diagnosed with lumbago. Patient's secondary diagnosis was with lumbosacral neuritis/ postlamtnect synd-lumbar/ abnormality of gait (B)(6) 2010: the patient presented for an office visit and reported that her low back pain had worsened but was somewhat stabilized from (B)(6) 2010. The impressions of patient's physical examinations were the following: low back pain, lumbar radiculopathy and post-laminectomy syndrome. On (B)(6) 2010/ (B)(6) 2010/ (B)(6) 2011: the patient was primarily diagnosed with backache. Patient's secondary diagnosis was with pos tlamtnect synd-lumbar. On (B)(6) 2011: the patient presented with chief complaint of low back pain and described it as sharp and burning. The impressions of patient's physical examinations were the following: lumbar radiculopathy and low back pain. On (B)(6) 2011: the patient was primarily diagnosed with lumbago. Patient's secondary diagnosis was with lumbosacral neuritis / dmtt wo cmp nt st uncntr/ hx-narcotic allergy. On (B)(6) 2011: the patient presented with chief complaint of low back pain and described it as sharp and burning. The patient reported radiation to the right lower extremity ending below her knee. The impressions of patient's physical examinations were the following: lumbar radiculopathy and low back pain. On (B)(6) 2011/ (B)(6) 2012/ (B)(6) 2012: the patient was primarily diagnosed with lumbago. Patient's secondary diagnosis was with lumb osacral neuritis and abnormality of gait. On (B)(6) 2011: the patient presented for an office visit and was injected sacro-iliac joint injection. On (B)(6) 2011: the patient was primarily diagnosed with sacroilitis. Patient's secondary diagnosis was with hx-narcotic allergy. On (B)(6) 2011: the patient presented with chief complaint of back pain and right groin pain. The patient reported pain in the middle of her lower back that radiates most prominently to her right side and to her right groin. The impressions of patient's physical examinations were the following: low back pain, sacroilitis, and myofascial pain. On (B)(6) 2011: the patient was primarily diagnosed with lumbago. Patient's secondary diagnosis was with sacroilitis. On (B)(6) 2012: the patient was primarily diagnosed with lumbosacral spondylosis. Patient's secondary diagnosis was with hx-narcotic allergy. On (B)(6) 2012: the patient presented with chief complaint of back and leg pain and described it as sharp and somewhat achy. The impressions of patient's physical examinations were the following: low back pain, facel arthroplasty, and myofascial pain syndrome. On (B)(6) 2012: the patient was primarily diagnosed with lumbago. Patient&#38112;secondary diagnosis was with lumbosacral spondylosis. On (B)(6) 2012: the patient presented with chief complaint of back pain. The patient reported lonq standinq back pain that she described as sharp and achy. On (B)(6) 2012: the patient was primarily diagnosed with lumbago. Patient's secondary diagnosis was with hypertension. The impressions of patient's physical examinations were the following: low back pain, possible nerve root irritation and hypertension. On (B)(6) 2012: the patient presented with chief complaint of back pain and described it as sharp, burning and achy. The patient reported radiation into her right leg. The impressions of patient's physical examinations were the following: low back pain and lumbar radiculopathy. On (B)(6) 2012: the patient presented with chief complaint of back pain and lower extremity pain. The patient reported that her moderate back pain radiated into her right leg and described this pain as sharp, burning and achy. The impressions of patient's physical examinations were the following: low back pain, possible nerve root irritation and lumbar radiculopathy. On (B)(6) 2013: the patient presented with chief complaint of back pain and described it as sharp and achy. The patient reported that her low back pain radiated into her right leg and right hip, and described this pain as burning. The impressions of patient's physical examinations were the following: low back pain, facel arthrosis, and lumbar radiculopathy. On (B)(6) 2013: the patient was primarily diagnosed with bach ache and spondylosis w/o myelop. On (B)(6) 2013: the patient presented with chief complaint of back pain and described it as sharp and achy. The patient reported that her usual pain had become much worse. The impressions of patient's physical examinations were the following: low back pain and muscle spasm. On (B)(6) 2013: the patient was primarily diagnosed with lumbago. Patient's secondary diagnosis was with spasm of muscle. On (B)(6) 2013: the patient presented with chief complaint of back pain and described it as severe in nature and sharp and achy. The impressions of patient's physical examinations were the following: low back pain and post laminectomy syndrome. On (B)(6) 2013/ (B)(6) 2014: the patient was primarily diagnosed with postlamtnect synd-lumrar. Patient's secondary diagnosis was long term use meds nec. On (B)(6) 2013: the patient presented with chief complaint of back pain and described it as sharp and achy. The impressions of patient's physical examinations were the following: low back pain and lumbar radiculopathy. On (B)(6) 2013: the patient was primarily diagnosed with lumbosacral neuritis. Patient's secondary diagnosis was long term use meds nec. On (B)(6) 2013: the patient presented with chief complaint of back pain and described it as sharp and achy. The impressions of patient's physical examinations were the following: low back pain and degenerative disc disease. On (B)(6) 2013: the patient was primarily diagnosed with disc degeneration. Patient's secondary diagnosis was long term use meds nec. On (B)(6) 2014: the patient presented with chief complaint of back pain and described it as sharp, burning and achy. The patient reported severe stinging along her spinal cord stimulator generator site and believed it was nerve like pain and that there may be scar tissue forming. The impressions of patient's physical examinations were the following: low back pain, post-laminectomy syndrome and neuropathic pain. On (B)(6) 2014: the patient presented for an office visit and was diagnosed with chronic back pain, leg pain and complication of implanted device.